Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient presented for routine follow-up. The remaining battery longevity dramatically dropped from the expected longevity since the last follow-up and had reached eos the day after reaching eri. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.